Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and capture failure. The lead was not used. The patient was stable throughout the procedure.